Event description:
It was reported that the patient moved around too much while using purewick female external catheter. It was also reported that the purewick urine collection system did not suction at all. Complainant felt as if the patient cannot use the purewick. It was noted that the patient had been using the purewick products for less than 90 days. Per customer via phone on (B)(6) 2022, it was stated that customer stopped using the catheter months ago because it caused skin infections. The doctor treated the skin infections and told them not to use purewick. It took a long time to heal the skin infection. It was also stated that the customer did not have any issues using the industrial grade system at the hospital because the suction was stronger, and the home system suction was not strong enough and customer had to wear garments over the wick. It was unknown what medical intervention was provided.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause could be due to "inadequate material selection - materials of construction are not biocompatible or material surface is rough, abrasive or uncomfortable". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: " discontinue use if an allergic reaction occurs. " " replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient moved around too much while using purewick female external catheter. It was also reported that the purewick urine collection system did not suction at all. Complainant felt as if the patient cannot use the purewick. It was noted that the patient had been using the purewick products for less than 90 days. Per customer via phone on (B)(6) 2022, it was stated that customer stopped using the catheter months ago because it caused skin infections. The doctor treated the skin infections and told them not to use purewick. It took a long time to heal the skin infection. It was also stated that the customer did not have any issues using the industrial grade system at the hospital because the suction was stronger, and the home system suction was not strong enough and customer had to wear garments over the wick. It was unknown what medical intervention was provided.